Event description:
It was reported to boston scientific corporation that a resolution clip device was used on an unknown procedure performed on (B)(6) 2023. During the procedure, the clip was attempted to be deployed; however, the clip was unable to be deployed and was still attached to the catheter. They tried to deploy the clip multiple times but were still unsuccessful. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.